Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and then completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer initially contacted physio-control to report that their device had a service indicator present. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control was unable to duplicate the original reported issue; however, physio-control did observe that the device would only intermittently detect that the therapy cable was connected. As a result, defibrillation may not have been possible if it were necessary.